Event description:
Ventilator number 5, timedix tag number (B)(4) shut down and screen went black while it was on a patient in the ed. This ventilator has been serviced for the same issue on 2 separate occasions now.